Manufacturer narrative:
The sealant of a 5f mynxgrip vascular closure device was pulled out. There was no reported patient injury. The mynxgrip was used for a diagnostic coronary procedure. The procedure used an ante-grade approach. The deployer was mynx trained and certified. An unknown 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. The procedural sheath was not greater than 7f was used prior to introducing the mynx. Hemostasis was achieved through manual compression for 20-30 minutes. The patient was not hospitalized nor was the hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. Without the return of the complete device, a complete physical evaluation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to hold the tamp tube in place, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen¿. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
The sealant of a 5f mynx grip was pulled out. There was no reported patient injury. The mynx grip was used for a diagnostic coronary procedure. The procedure used an ante-grade approach. The deployer is mynx trained and certified. An unknown 5f sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The deployer did not fail to maintain tension on catheter while tamping. The deployer did not over-tamp. The procedural sheath that was not greater than 7f was used prior to introducing the mynx. Hemostasis was achieved through manual compression for 20-30 minutes. The patient was not hospitalized nor was extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Other additional procedural details were requested but were unknown. The device will be returned for evaluation.